Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Results code(s): (operational problem): - visual inspection of the returned product found the lens returned inside an mtc-60c fp cartridge. There was no visible damage to the cartridge. Conclusions code(s): (unable to confirm complaint): based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a cq2015a collamer three piece lens, +19.5 diopter, became stuck inside an mtc-60c fp cartridge. The reporter was unable to provide any additional information.